Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that son had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump and manual injection. Customer's father change set and reservoir. Customer's blood glucose dropped to a manageable level. Customer's father stated blood glucose is high due to a couple of bent cannulas.